Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain, dyspnea, palpitations, and a small pericardial effusion. It was also reported that the right ventricular (rv) lead was found to have extremely high pacing thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.